Event description:
The lead was electively explanted. Post op visual by the physician noted j retention wire fracture with protrusion through the outer polyeurethane insulation. Explant method: intravascular, superior techniques/tools: unknown, no complications.